Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump intermittently and that the customer required assistance to treat their blood glucose levels (values not provided). Transmitter was replaced to resolve the issue. Tandem technical support followed up with customer but customer declined to provide further information regarding event.